Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary 2 drawer 5 was not detected on bus, unable to recover. A field service engineer removed the back panel of the cabinet to inspect the controller boards. After checking the leds, a faulty component was identified. The station was powered down, and the defective controller was removed and replaced. The drawer was reassembled, the bus cable reconnected, and the station powered back up. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5 was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5 was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.